Manufacturer narrative:
(B)(4). The customer contact indicated that the device was discarded. A representative device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Upon further query the following information was provided that indicated a crack in the cassette; subsequently, a leak was noted. At an unspecified time, the tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. After an unspecified length of time, the customer contact reported that the nurse entered the patient's room an noted an unspecified volume of solution leaked from a crack in an unspecified location of the cassette of the tubing set. It was reported that the solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Thought requested, no additional information was provided.